Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases. A leak test and microscopic analysis was performed which identified that the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no openings on the device were observed or issues related with the complaint (deflation). Wrinkles (creases) were observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "marked rippling." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional additionally reported "marked rippling." Device has been explanted.